Manufacturer narrative:
Investigation summary: the customer issued a complaint for a detached needle guard problem detected by end user. Neither photo nor sample part was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Investigation conclusion: based on the photos from the investigation report no damage or deformation can be seen on the device which would make it sensitive to syringe unclipping. The flange of the syringe seem to be intact, not broken. Root cause description: based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. Based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration. None of these causes are related to bd process. Rationale: complaint is unconfirmed.

Event description:
It was reported that ultrasafe x100l png teal nvs stein syringe detached. This was discovered before use. The following information was provided by the initial reporter: the sample shows that the syringe/plunger is detached from the nsd.